Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 400 mg/dl. The customer was treated for high blood glucose with insulin pens. The customer stated that afterward she went to emergency room. The customer reported via phone call indicating that she was hospitalized due to high blood glucose. Customer's blood glucose at time of hospitalization was 600 mg/dl. The customer was admitted to the hospital. The customer show the symptoms of stomach pains, vomiting and difficulty breathing. The customer was treated with IV fluids, nausea and pain medications and insulin drip. The customer was wearing the pump at time of emergency room visit. The customer does not want to troubleshoot. The customer stated she has stomach problems and her sugars tend to go up and elevate when her stomach problems are active.